Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset (por) occurred during hv therapy delivery. The device was tested using automated test equipment and no anomaly was observed. The cause of the por was consistent with being caused by hv delivery into a low impedance load. The cause of the low impedance load could not be determined.

Event description:
It was reported that an asymptomatic patient presented in a nursing home with device in bvvi mode. Device was explanted and replaced. Patient was stable after procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.